Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during pumping with multiple cartridges. Reportedly, the pump fill estimate was inaccurate. Customer's blood glucose was 600 mg/dl which was addressed with a manual injection. Reportedly, customer had manual injections available as alternate insulin therapy.